Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had evidence of noise only upon inspiration in unipolar and bipolar configurations. The noise recently started but the patient was asymptomatic. The patient is not pacemaker dependent. The sensitivity was adjusted to 0.3 mv but noise could still be reproduced with breathing maneuvers. An x-ray was unremarkable. Boston scientific technical services (ts) suspected lead insulation damage or diaphragmic oversensing at certain body postures. Additional information received indicates that the patient will be monitored and if additional noise is observed the lead will be revised.